Event description:
The patient was operated. The left hemicolectomy procedure was initially laparoscopic, but was converted to open. The procedure appeared to go well and the patient was returned to the ward. From then on, the patient did not seem to recover well and a CT scan was performed. It was found that the patient has a very small leak at the point of the anastomosis. The patient is being managed conservatively, and has not undergone any further surgery.

Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. Yet, the current cumulative leak rate found with the use of the car 27 device falls within the lowest range of the leak rates reported in the literature for hand-sutured or stapled anastomosis.